Event description:
It was reported that a spectrum pump constantly displayed an occlusion message. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. Review of the event history log shows multiple upstream and downstream occlusion messages. The device passed upstream and downstream occlusion tests. The device was recalibrated to ensure proper occlusion detection.